Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As result, the ipg was explanted and replaced on (B)(6) 2022 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.